Manufacturer narrative:
Product analysis" the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for right ventricular lead integrity alert were met, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and that there was unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received inappropriate therapy. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited non-physiologic noise, oversensing, and was fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.